Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. It was received intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of high pressure alarm. To further investigate, functional test was performed. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump alarming when running or alarming without displaying a message. The pump passed all tests and was found to be operating properly. No further action will be taken.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump in use with the cassette gave off a discontinuous alarm with no alarm messages; however, the infusion worked. The first been occurred when user was taking a walk 45 minutes before making the report. There was no patient, or clinician injury associated with this occurrence.